Event description:
This ra lead was implanted on (B)(6) 1998. During device change out on (B)(6) 2011 it was noted that the lead had impedances in the 200's. Insulation break noted and repaired using lead repair kit. Impedances stable at 600. The physician was dr. (B)(6) at (B)(6) center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).